Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, patient is reporting symptoms of "foot drop" from a CABG performed two weeks ago, and has alleged that it may have been caused by the hemopro device. Both the surgeon and pa (harvester) informed getinge that there were no complications during the case and the hemopro performed without any issues. Total case was 2 1/2 hrs with pump time of 49 minutes.

Manufacturer narrative:
(B)(4).

Event description:
N/a.